Manufacturer narrative:
(B)(4). Guide wire: sion blue; guide cath: launcher al1 6f (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters nc traveler rx instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and moderately calcified de novo proximal right coronary artery that was 90% stenosed. Pre-dilatation was done with a non-abbott balloon catheter, and further dilatation was performed with a 3.5 x 15 mm nc traveler balloon catheter. However, the balloon ruptured during the first inflation at 8 atmospheres. Therefore, the device was replaced with a non-abbott balloon catheter, and a non-abbott drug-eluting stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.